Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024.

Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the leadless pacemaker (lp) was in magnetic resonance imaging (MRI) mode. The patient did not receive an MRI and no sources of electromagnetic interference (emi) were noted. The lp was restored successfully. There were no patient consequences.